Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. The patient is dependent and asystole was observed. The noise appeared to be electromagnetic interference. The rv lead and existing pacemaker remain in service. No adverse patient effects were reported.